Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2014 with the following findings: powered the pump on and the display is distorted. Moisture observed behind the display lens. Performed the leak test and found a display lens leak. Opened the pump case and found moisture throughout pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (flashing display w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.